Event description:
It was reported that magnetic resonance imaging (MRI) was to be performed to assess for possible pump malfunction. The reporter stated they were checking catheter placement to see if it may have been out of the intrathecal space. The patient was flaccid as opposed to spastic and it was believed the patient may have been overdosed. The caller noted that he was pretty confident the pump was working and the MRI was more to assess for arachnoiditis and not related to the pump itself. The issues began approximately 1 month prior to the report but the patient¿s condition had become progressively worse. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).